Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)

Event description:
Surgeon did a slap some months back using 2.3 osteoraptors. The patient has come back complaining of pain. The MRI showed that the tissue had healed but there is a 7-8mm x 10-12mm cyst in the bone. He doesn't want to take down the tissue to get to the cyst as he will then need to re-repair with compromised bone.